Manufacturer narrative:
Qc was within range before the event and low after the event. A field service engineer (fse) was dispatched and noticed the stirrer was not turning in the cup module. The fse replaced the creatinine module. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding erratic creatinine (crem) results generated by the synchron lx20 pro clinical system for multiple patients. The results were reported out of the lab. The original specimens were re-tested and correct crem results were obtained. Patient results are provided in attached file. There was no change to patient treatment or diagnosis.